Event description:
It was reported that during a laparoscopic chole procedure, the device had no function from the beginning, second instrument had no function after 3 minutes, third instrument had no function after 6 minutes. No further info is available. No pt consequence.

Manufacturer narrative:
Analysis summary: the analysis results found that device a was returned with the blade scratched and cracked. The analysis results found that device b was conforming. The analysis results found that device c was returned with the blade gouged and cracked. Device a and c was tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the mfg process.